Event description:
It was reported that display of the customer's insulin pump was worn out. His or her blood glucose was unknown at the time of reporting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Findings: pump received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).